Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on aviva expert meter at two different times during the same day, within 10 minutes: 19.8 mmol/l and 7.4 mmol/l, and 8.5 mmol/l and 3.8 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.